Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. A 8.0 x 60 mustang¿ balloon catheter was selected for use. However, during preparation, it was noted that a hair was found in the sterile packaging of the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The pouch had been opened prior to receipt at the investigation site containing the unused device that was still in the carrier tube. The foreign matter (fm) was present on the packaging (pouch). The fm was microscopically examined and was confirmed to be a hair follicle due to the presence of root at the base of the follicle. The follicle measured 5mm in length. As the pouch had already been opened prior to receipt at the investigation site, it cannot be determined where the hair follicle originated from. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. A 8.0 x 60 mustang¿ balloon catheter was selected for use. However, during preparation, it was noted that a hair was found in the sterile packaging of the device. The procedure was completed with another of the same device. No patient complications were reported.